Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is alert and oriented, but cannot move right side. There is plan for the patient to have a computed tomography (CT) scan done.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological dysfunction could not be conclusively determined through this investigation. The vad coordinator reported that the patient was alert and oriented but could not move their right side. The patient was taken to get a computed tomography (CT) scan. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was unknown if the event was device or therapy related. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on 18sep2021 (related MFR# 2916596-2021-05595). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02feb2021. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.